Event description:
During service by baxter technician the device failes accurracy test with under delivery. The hospital representative stated they have no reocrd of any patient involving the pump since the last baxter service event.